Manufacturer narrative:
Not returned.

Event description:
The end of the device was loose on the tur connector cord and therefore could not be used. Device did not function as intended. Device stopped working. No pt injury was reported.